Manufacturer narrative:
The carefusion tech support specialist advised the customer that the frequency panel meter pn 766869 was the mostly likely cause of this issue. The customer stated that they would call back if they decided to order this part, but the never did.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014. The customer called to report that he has an issue with the frequency. When the driver is running, the frequency is erratic (going from 14.5 to 14.8). There was no indication of patient involvement.